Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was over infusion. The device was alarming reservoir volume 0 and stated it was not supposed to be empty yet. They thought the cassette appears to be empty also. Settings were reviewed and the reservoir volume was 0, rate 1.8 ml/hour, given was 101 ml. It would have been given in 56 hours. They stated that they disconnected the pump from hospital and reviewed the label which read 100.8 ml/168hours. They confirmed that it was supposed to be a 7-day infusion. The pump was powered off and clamp closed. Patient was admitted to the hospital, and it is unknown if they were affected. Per reporter it was a programming error, not a pump malfunction. The event occurred at the patient's home and was operated by a health professional. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: no device was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.